Event description:
The operator of an immulite 1000 instrument obtained inconsistent human chorionic gonadotropin (hcg) results for one patient sample. The sample was run four times, and the dilution results were lower than the clinical picture of the patient. The results were reported to the physician(s), who questioned the initial result. The patient was given an ultrasound, and the ultrasound matched the clinical picture of the patient. There are no known reports of patient intervention or adverse health consequences due to the inconsistent hcg results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and instrument data. After evaluation of the instrument and instrument data, the fse discovered that the 250 ul syringe was loose. The fse replaced the syringe and proactively replaced the sample probe and tips. Quality controls were run and all were within range. A patient sample was run with diluent, and resulted as expected. The cause of the inconsistent hcg results was a malfunction of the 250 ul syringe. The instrument is performing within specifications. No further evaluation of the device is required.